Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and experienced "feeling unwell and unsafe". The length of sensor wear was 6 days and customer did not note a trend arrow on the device. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and experienced "feeling unwell and unsafe". The length of sensor wear was 6 days and customer did not note a trend arrow on the device. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was attempted to be scanned, it was observed that the sensor was damaged during de casing procedure and no longer scans. Further investigation was conducted, visual inspection was performed on the returned sensor. It was observed that the sensor was damaged during de casing procedure. The sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination).sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. It was found that the sensor stopped scanning after failed attempt to de case it and the sensor was damaged. As a result, functionality testing could not be performed. The damage on the sensor stopped the sensor from scanning. As a result, the sensor functionality testing could not be performed. Therefore, issue is unable to test. Section d4 (primary UDI number) has been updated. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and experienced "feeling unwell and unsafe". The length of sensor wear was 6 days and customer did not note a trend arrow on the device. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report section b1 (adverse event/product problem) was incorrectly updated in the previous report emdr-586498. Correction has been made all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and experienced "feeling unwell and unsafe". The length of sensor wear was 6 days and customer did not note a trend arrow on the device. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare provider. There was no report of death or permanent impairment associated with this event.